Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl. Customer stated that customer was getting alert for calibration not accepted and change sensor. Insulin pump will be returned for analysis.